Event description:
During a sphincteroplasty [abnormal use], the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The physician decided to do a sphincteroplasty in order to stretch the ampulla to allow removal of a large gallstone. The first balloon used for this popped as soon as inflation was attempted. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued from section d11: cook sphere inflation device, cid-60-15. Continued from section e3 occupation: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test could not be performed due to the condition of the returned device. During a visual examination, cracks were observed in the catheter approximately 148.3 cm and 151.7 cm from the distal end. A kink was also observed approximately 149.7 cm from the distal end. It was also observed that the preloaded wire guide was not included in the return. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: in the information provided, the user indicated that the balloon was used during sphincteroplasty of the papilla. This is against the intended use of the device. The intended use of the device states: "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum and colon." The instructions for use state: "do not use this device for any purpose other than stated intended use." Use of the device outside of the intended use is the most likely causes for the reported observation. A rupture in the balloon can occur if the balloon material comes into contact with a sharp object or a burr in the endoscope channel. Kinks and cracks were observed in the catheter on evaluation of the returned device. The catheter can crack/kink if the device is subjected to excessive pressure during general use/handling. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used outside its intended use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Concomitant medical products: (B)(4). Occupation: non-healthcare professional. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The information provided indicated that the balloon was used during sphincteroplasty of the papilla. The intended use of the device is as follows: "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum and colon." The instructions for use state: ¿do not use this device for any other purpose other than stated intended use." A rupture in the balloon can occur if the balloon material comes into contact with a sharp object or a burr in the endoscope channel. Prior to distribution, all hercules 3 stage wire guided balloon esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used outside its intended use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a sphincteroplasty [abnormal use], the physician used a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic. The physician decided to do a sphincteroplasty in order to stretch the ampulla to allow removal of a large gallstone. The first balloon used for this popped as soon as inflation was attempted. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.